Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm was received while the customer was not using the pump. The customer¿s blood glucose (bg) level was not impacted. Reportedly, the customer resumed insulin deliveries while not connected to the pump as they were currently using manual injections for insulin therapy. Tandem technical support educated the customer on the auto-off safety feature.